Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during training.

Manufacturer narrative:
Visual inspection of the returned product found that it was broken into two main pieces with the fracture line extending from the anterior side to the posterior notch on the lateral side, at the base of the central post. The reported issue has been investigated through corrective action and a device history record review is not required. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.